Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was only provided the vision side cart for service. The fse was not able to reproduce the reported complaint, however, the fse did replace the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu has been evaluated by the failure analysis (fa) team. Fa was able to confirm via system logs and reproduce the reported complaint in-house. The unit was placed on a surgeon side console and was run in normal mode. Measurement value for hf voltage too small with on was found to be the root cause of the reported event. During visual inspection, fa found the unit had no significant scratches or dents. The front bezel was in decent condition. System logs show a simple prostatectomy procedure took place on (B)(6) 2024 via system sk0748. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was conducted by rpms quality engineer. Investigation revealed the following possible related system errors: c-34 - erbe error which indicates a lower voltage than expected. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. Device history record (DHR) review-DHR review for the device(s) involved with the reported event was not possible and/or not required by isi at the time of complaint closure. The root cause is attributed to hf voltage too small with on issue.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer called in to report an error when using the monopolar instrument. The customer stated that they swapped out the instrument and cord, but the error continued. The customer also stated that the surgeon was actively using energy now and everything seems to be working. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and confirmed the c-34 error. The tse advised the customer that if the error returns, make sure there was no other generators or computed tomography (CT) scans in close proximity. The tse also recommended to power cycle the integrated electrosurgical generator unit (iesu) as well. Customer stated that they have approximately an hour and a half left in this procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the system initially powered on without errors. The force triad external generator was used for the remainder of the case instead of the iesu to continue the procedure. The surgeon was unable to use monopolar on the iesu but was able to use the monopolar via the force triad. The iesu was swapped out after the case. The procedure was completed robotically.